Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd intima-ii¿ closed IV catheter system leaked at the catheter root during puncture. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
A device history report was conducted for lot number 8043004. During our review, no abnormalities related to this event were found to have occurred during our monitoring of the manufacturing process. According to our records, this lot of pegasus was assembled in (B)(6) of 2018; this is the only instance of a defective catheter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or in packaging visual inspections. Based on the sample submitted by the facility, bd engineers were able to determine that the most likely root cause for this issue is an anomaly in the fabrication process of the raw material used for the catheter tubing. The abrasive markings found on the device occur sporadically during the extruding process and are controlled through visual sorting of the material during receipt from the supplier. Bd has notified the appropriate personnel and will continue to track and trend for this issue.

Event description:
It was reported that a bd intima-ii closed IV catheter system leaked at the catheter root during puncture. There was no report of exposure, serious injury, or medical intervention.